Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, following a percutaneous drainage procedure, the hub portion of the device disconnected from the catheter portion. The separation occurred when the operator of the device attempted to aspirate the fluid from the catheter with a syringe. The catheter was ultimately replaced with a new product, and the procedure was completed without any further reported complications. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Additional information: the device was placed in the abdominal region. During the device evaluation, and additional failure was mode was identified and reported on medwatch 1820334-2018-00495. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One ult8.5-38-25-p-5s-cldm-hc catheter was returned in three separate pieces; the hub and two separate portions of the catheter tubing. The tubing appears to have been cut. The distal portion of the catheter tubing is 21.5cm when the pigtail is straightened. The proximal portion of the catheter tubing is 8cm. There is no other damage on the catheter exterior. A crease is in the flare, indicating there was likely thread caught in the flare. Mac-loc was returned in the locked position. The catheter outer diameter and cap inner diameter were both measured to be within cook's manufacturing specification. The diameter of the flare was found to be out of specification; however it could have been damaged while exiting the cap. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the cause is possibly manufacturer related, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.